Event description:
During f/u on 5/30/00, an extended charge time was observed along with a battery voltage of 2.85v. During eval on 7/13/00, the extended charge time was again observed. Three capacitor maintenances were performed without an improvement in the charge times. The physician elected to explant the device.